Event description:
Reportedly, ventricular oversensing was observed on recorded episodes of the ICD involved in this MDR report, despite it was equipped with the latest version of the automatic sensing control feature. However, it should be noted that these episodes were not sustained and were not followed by shock therapies.

Manufacturer narrative:
(B)(4), 2009. This event concerns a device that was manufactured and used outside the united states. (B)(4).